Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that she received a call from the pt's wife stating that the pt's power module displayed "yellow circle, red battery, and yellow wrench". The pt's wife exchanged the pt's system controller. The vad coordinator instructed to put the pt on battery power, and to reset the power module internal battery. The power module then displayed a green power symbol and yellow battery. The pt was brought into the hospital for eval. The pt had not received any further alarms since the system controller was exchanged. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Upon visual inspection, the black power lead was found to be damaged. The outer jacket of the black power lead, the teflon wrap and shielding had a tear. The system controller was functionally tested and while supported by just the black power lead a low voltage hazard alarm occurred and the system stopped. The power leads were stripped and the battery fuel gauge (brown) wire was found to be compromised. The compromise was located at the tear found in the power lead during visual inspection. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.